Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer and health care provider (hcp) reported that the patient experienced a gradual loss or change of therapy. The patient had a lot of issues with urinary incontinence for the last couple of weeks, beginning in (B)(6) 2016. The patient had a bone scan to diagnose a compression fracture a couple of weeks ago and had a vertebroplasty on (B)(6) 2016. The patient made the hcps aware of their device, but the stimulator was not turned off for either the bone scan or the vertebroplasty. The incontinence returned after the bone scan and had been worsening. The patient couldn't really determine whether or not stimulation was felt or not because they had been on pain medications for the past month. The patient's spouse had the poor communication screen on the patient programmer. The patient was not recently implanted and did not have a revision surgery. They used the antenna with the programmer, confirmed it was secure, and synced with the implantable neurostimulator (ins), but this did not resolve the issue. There was poor communication with and without the antenna. The programmer would not connect, so they couldn't confirm if stimulation was on or off. The patient would have an appointment with their hcp's physician's assistant (pa) on (B)(6) 2016. The hcp reprogrammed the device and changed the program to resolve the patient's worsening incontinence after the bone scan. The patient would follow-up in 1 week for evaluation. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.